Event description:
During implant of this ip lvad in 2000, the surgeon encountered problems with the lvad ejecting properly. Every third beat or so the lvad would eject normally, but the rest of the time it appeared the lvad diaphragm was hanging up. Both hand cranking and hand pumping were ineffective, and the surgeon reported that the diaphragm was stuck in the full eject position. The surgeon removed this lvad and reimplanted the back up lvad without further problems.